Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 485 mg/dl. Reportedly, the customer was using insulin from previous cartridge within their pump supplies. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was treated with a manual injection and was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer on insulin labeling.

Manufacturer narrative:
Per tandem¿s user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.